Event description:
It was reported that the pt experienced stimulation in the wrong location and intermittent stim. High impedances were also noted. Additional info received indicated that the physician believed the battery was nearing end of life and would eventually require replacement.